Manufacturer narrative:
It is spacelabs' policy to submit a medical device report whenever we become aware of the death of any patient connected to our devices. The smart disclosure system is used for retrospective review of patient data and is not used for primary monitoring. Smart disclosure allows the recall and retrospective review of up to 72 hours of electrocardiogram (ECG) and other physiological waveforms and alarm events that are stored in the spacelabs network database. Spacelabs provided additional training to the customer regarding retrieval of data from the smart disclosure product there is no risk of any adverse event due to the use of smart disclosure in this matter. We have concluded that this report is final and considered this issue closed. Not used for primary monitoring.

Event description:
(B)(4) - smart disclosure: customer needed assistance with obtaining stored data. Patient expired. Monitor tech needs to print last hour of data and does not know how.the doctor has requested that the 3rd floor monitor tech pull the last hour of all patient data for patient in question.